Manufacturer narrative:
Device evaluation and service pending.

Event description:
The customer reported the ventilator started alarming and the patient was not getting any volume. The customer reported there was no patient harm. Completion of device evaluation and service is pending.